Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a labrum refixation two anchors broke off while they were implanted. The surgeon was able to retrieve to broken parts out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery. On 23-sep-21: update: further information were provided that the surgeon reported that surgery was successfully completed by the surgeon because the labrum refixation was not mandatory in this case and the patient had other pathologies in the joint that were successfully treated.

Manufacturer narrative:
Complaint not confirmed. The two devices were returned without the eyelets, and no damage was observed. The anchors remained assembled on the drivers. No eyelet fragments were received.